Manufacturer narrative:
(B)(4). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found in the bd vacutainer blood transfer device holder with female luer adapter packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in a btd package was found before use."